Manufacturer narrative:
(B)(4) (persisting back pain, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003, the patient underwent anterior lumbar interbody fusion surgery from vertebrae l4 to s1. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, the patient suffered from increasing low back pain, numbness in her left groin, and pain and radiculopathy in her left leg. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2003. Despite revision surgery, patient pain and related symptomatology returned. Patient continued to experience chronic and extreme back pain that radiates up and down her spine and into her legs, numbness and tingling from her buttocks down to her feet, and swelling in her legs and feet. Patient was constantly sitting or lying down, had difficulty in walking, and experiences bladder and bowel issues. Patient required a cane for assistance on occasion and suffers from depression. These serious injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with internal disc derangement, l4-l5 and l5-s1 and underwent the following procedures: anterior lumbar interbody fusion, l4-5 and l5-s1 with lt cages and bmp, stage ii screw instrumentation, l4-s1. As per op-notes,¿ an appropriate size lt cage was then screwed down into position. Good solid tight fit was noted. This was done on the opposite side as well. After both cages were placed , the double- barreled guide tube was then removed and the cages were then directly visualized. A good solid tight fit was noted and was noted to be perfectly laid. An identical procedure was performed on the l5-s1 level as well. The cage was placed at this level as well. A solid tight fit was also noted on the opposite side, s1 level. At this point, the wound was then thoroughly irrigated several times. Bmp-impregnated collagen sponges were placed into each cage.¿ the patient tolerated the procedure well without any intraoperative complications.